Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the steroid ring at the tip was damaged.

Event description:
It was reported that during implant, the left ventricular lead could not be placed because the patient's vessel was too thin. It was also reported that while attempting to implant the right atrial lead, the resistance and threshold were consistently too high. Both leads were not used. No patient complications have been reported as a result of this event.